Event description:
The pt received an scs system on (B)(6) 2010. It was reported the pt experienced heating at the ipg pocket during recharging of the device. F/u on this matter found the reported issue has subsided. The event was attributed directly to the duration of the pt's recharging session.

Manufacturer narrative:
Add'l correction removal reporting#: 1627487-12192011-003-r. This ipg serial number was included in field advisories and a field correction (1627487-12192011-001-c). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.